Manufacturer narrative:
The device has been returned/received to date and is awaiting investigation.

Event description:
It was reported that the patient's blood glucose levels reached 405 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found a little bent. As treatment for hyperglycemia, insulin (levimir) was delivered, water was consumed and a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.